Manufacturer narrative:
Device evaluated by MFR.: a charger 10 x 60,75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure and a pinhole leak was identified 9mm proximal from the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-jan-2021. It was reported that inflation failure were encountered. The target lesion was located in the right iliac artery and superficial femoral artery. The lesion was 90% stenosed with mild calcification. A 10.0 x 60, 75cm charger balloon catheter was advanced for dilatation. However, the balloon would not hold its pressure and was not ruptured. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a balloon pinhole.